Manufacturer narrative:
(B)(4). Evaluation summary: during removal on the device from the hoop during pre-decontamination, the stent was dislodged from the balloon. The distal tip was damaged. The returned stent had numerous stretched, raised, bent and twisted segments through the length of the stent. Crimp impressions were visible throughout the working length of the balloon. No other device damage noted.

Event description:
It was reported the physician was attempting to use an endeavor resolute drug eluting stent to treat a lesion in the lad-d1 exhibiting 90% stenosis, no calcification or vessel tortuosity. The device was removed from its packaging as per IFU and inspected with no issues noted. The lesion was not pre-dilated. During the procedure, resistance was encountered when advancing the device and excessive force was used. The physician reported that the stent deformed in vivo during positioning. The device was replaced with another one to complete the procedure. No patient injury reported. Please note that this device, endeavor resolute, is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.